Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock for atrial fibrillation. Programming changes were made. Patient's medical condition was good.